Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.

Event description:
Coil unraveled. This female pt was undergoing stent placement and coil embolization of the carotid artery -ophthalmic artery aneurysm. The enterprise stent 4.5 x 22mm was properly inserted into the vessel. During coil embolization the coil unraveled and prolapsed into the parent artery. The physician decided to place another enterprise stent 4.5 x 14mm to fix the coil in place and not to flow to the distal area. There was no calcification or tortuousity present within the vessel. There was no adverse consequence, and the pt is in stable condition.